Event description:
Pt underwent surgical removal of permanent hemodialysis catheter because it was non-functioning. Pt received a permanent vascular access in form of lubed vascular graft of left forearm, to replace the non-functioning device.